Event description:
Report received of underdelivery. The biomedical department was notified that the pump was on a patient when an underdelivery occurred. No tracking information was provided; therefore, specific patient information, pump programming, or event details were not available. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. The device history was downloaded by the user facility. A review of the most recent pump history indicated the pump was programmed in 2004, at 1:04am, to deliver in the pca+continous mode with a drug concentration of 1mg/ml, a 1mg pca dose, a 1mg/hr continuous rate, a 15 minute bolus lockout and a limit of 4 boluses per hr. On the same day, between 1:12am and 8:53am, there were fifteen, 1 mg pt initiated deliveries. Between 2:19am and 9:33am, there were four unmet patient demands. At 8:56pm, the device was powered off. The total amount infused was 34.6mg. Review of the device history indicates that the pump delivered as programmed.